Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue and reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. In this case, the smc devices require a minimum of two devices to achieve hemostasis. There is no indication of a product quality issue with respect to manufacture, design or labeling.. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b1 - adverse event/product problem: product problem removed.

Event description:
Subsequent to the initially filed report, the following information was received: hemostasis was achieved with a patch. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16fr sheath and the tavi procedure was completed. Reportedly, the suture knot of the two proglide devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved as there was still pulsatile blood flow present. A cut-down (widening of the nick and spread) was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.